Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer also stated that there was crack near battery compartment and no damaged on reservoir lip ring. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.